Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/punctured uterus/one of the coils had migrated and punctured my uterus') in a 42-year-old female patient who had essure (batch no. A02666-inv, a02566-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena and depo-provera. Concurrent conditions included obesity and asthma. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain ("pain/pelvic region"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2017, the patient experienced feeling abnormal ("hormonal changes describe: brain fog"), mood swings ("mood swings"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2017, the patient experienced vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2017, the patient experienced depression ("depression"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced urinary tract infection ("infection (bladder / urinary tract/vaginal) type: urinary tract"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain") and pain in extremity ("upper thigh area"). The patient was treated with sertraline and surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, feeling abnormal, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown, the pelvic pain, headache, back pain and pain in extremity had resolved and the migraine was resolving. The reporter considered alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: essure insert proper placement confirmed with 2 trailing coil noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jul-2019: update of ptc information (batch is not valid). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/punctured uterus/one of the coils had migrated and punctured my uterus') in a (B)(6) year-old female patient who had essure (batch no. A02666, a02566) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena and depo-provera. Concurrent conditions included obesity and asthma. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain ("pain/pelvic region"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2017, the patient experienced feeling abnormal ("hormonal changes describe: brain fog"), mood swings ("mood swings"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2017, the patient experienced vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2017, the patient experienced depression ("depression"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced urinary tract infection ("infection (bladder / urinary tract/vaginal) type: urinary tract"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain") and pain in extremity ("upper thigh area"). The patient was treated with sertraline and surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, feeling abnormal, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown, the pelvic pain, headache, back pain and pain in extremity had resolved and the migraine was resolving. The reporter considered alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: essure insert proper placement confirmed with 2 trailing coil noted diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs received. Essure lot number added. Product indication updated. Following events were added: one of the coils had migrated and punctured my uterus, hormonal changes describe: brain fog, mood swings, abnormal bleeding (vaginal), menorrhagia, infection (bladder / urinary tract/vaginal) type: urinary tract, yeast infection, psychological or psychiatric problems condition: anxiety, depression, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain / loss specify which one: weight gain, hair loss, lower back pain and upper thigh area. Previously reported ¿injury¿ was updated to pain. Event severity added for: lower back pain. Event outcome added for: pain/pelvic region, lower back pain and upper thigh area, migraines, headaches. Medical history, lab data and treatment drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.